Manufacturer narrative:
(B)(4)

Event description:
It was reported that when attempting to interrogate the implantable cardiac monitor, an error message was displayed. After a device software download, normal function resumed. The patient's condition was good.